Event description:
It was reported by the healthcare professional (hcp) that this right ventricular (rv) lead was fractured. To date, this rv remains in service. No adverse patient effects were reported.